Event description:
It was reported to boston scientific corporation in 2007 that a hydrothermablator procedure set was used during a endometrial ablation procedure performed in 2007 (female patient; age and weight are unknown). During the procedure, a fluid leak resulted in the patient's cervix being burned. According to the rep and who was present during the case, the doctor was using the tenaculum stabilizer during this event. The doctor stated that she noticed at the seven minute mark fluid started to leak. She immediately aborted the procedure. She believes it was only a 5cc loss (not sure). The doctor looked at the patient's cavity and only saw some fluffing. They restarted the case, the doctor repositioned the tencaulum stabilizer and continued the case. It was completed and thought to be successful. Upon post examination it appears that a small burn is located on the patient's cervix. It was indicated that the patient suffered a first degree burn and it was treated with silvadene cream. A full recovery is expected.

Manufacturer narrative:
The complaint was reported for minor cervical burn. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation could not be performed. The root cause could not be determined. A device history review (DHR) could not be conducted, because the lot number was not reported.